Event description:
A healthcare facility in (B)(6) reported via a distributor that the connection between the water bag spike and water feed tube of an mr290v autofeed humidification chamber was not secure enough, causing the spike to disconnect. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the water feed tube and mr290 chamber were visually inspected for damage. Results: the water feed tube was easily removed from the water bag spike. There was a small amount of glue present at the end of the water feed tube and a small trace of glue inside the water bag spike. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the water feed tube and water bag spike of the mr290 chamber are held together by glue. Although inspection of the device indicated that the correct quantity of glue had been applied, it is likely operator error on the assembly line resulted in the glue not having sufficient time to set properly, resulting in a loose fit. Improvements have been made to the gluing process on the production line requiring the use of a timer to ensure the glue is given sufficient time to set. This device had been manufactured prior to the introduction of the improvements.